Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.